Event description:
It was reported that during a device replacement procedure, physician attempted to implant a new lead however there was high impedance, no capture and oversensing issue was observed while testing the lead with the pacing system analyzer (psa) cables. The physician replaced the psa cables and repositioned the lead to a new location however the lead issues were still observed. Lead was removed and a new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
The reported event of no capture and high lead impedance was confirmed in the laboratory. Upon visual inspection and a scanning electronic microscopic evaluation of the lead, medical adhesive residue on the ring electrode was observed. This is consistent with the reported field event of no capture and high lead impedance. The reported event of the oversensing was unable to be confirmed. No other anomalies were observed.